Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, a sleeve of the monopolar curved scissors (mcs) instrument was left in the trocar and it was probably because it was too loose. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred during procedure. The mcs instrument and mcs tip cover accessory was inspected prior to use. The mcs tip cover accessory fell into the patient. The instrument was in use for 30 minutes before the issue occurred. The mcs tip cover accessory was not retrieved. The surgeon did not notice any issues with the functionality of the mcs instrument during procedure and the instrument did not collide with any other instruments during procedure. The mcs tip cover accessory appeared to be properly installed. No part of the orange surface was visible after the mcs tip cover accessory was installed and it was not installed beyond the orange surface. The installation tool was used and no electrolube or any other lubricant was applied to the mcs instrument prior to the installation of the mcs tip cover accessory. A reducer was not used. The instrument wrist was straightened upon removal and there was no difficulty in removing the instrument and mcs tip cover accessory. The surgical staff did not notice any damage on the mcs tip cover accessory, mcs instrument, or cannula after the event occurred. The procedure was completed with a new mcs tip cover accessory. There was no patient injury. There was a procedure delay of 5 minutes. The mcs tip cover accessory was not available for return.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.